Manufacturer narrative:
The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. When the nozzle was disassembled and the internal condition was checked, foreign material like fluff adhered. As a result of component analysis of foreign material, the same component as cellulose was detected. Cellulose might have generally come from fibers such as gauze and silbon paper.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, air and water supply was poor. The intended procedure was completed with the subject device. There was no report of patient injury associated with the event. The subject device was returned to omsc for evaluation. Omsc found the foreign material inside the nozzle. The subject device had been reprocessed with ihi's ozone water endoscope disinfectant delivered in 2020.